Manufacturer narrative:
The reported complaint of "the lifeband (lot # unknown) was unable to be retracted on the autopulse platform (sn: (B)(4))" was not confirmed in the archive data and during functional testing. The lifeband was not returned to zoll for investigation. During the investigation of the autopulse platform, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. The reported complaint of "one of the head restraint wires was noted to be torn off" was confirmed during the visual inspection of the returned autopulse platform. The root cause of the reported issue was due to user mishandling. The top cover will be replaced to remedy the fault. During further visual inspection, the front enclosure was observed to be cracked, and the screw fittings on the bottom enclosure were noted to be broken, unrelated to the reported complaint. The observed physical damages appeared to be the characteristic of harsh impact due to user mishandling. The damaged enclosures will be replaced to address the observed issues. A review of the autopulse platform archive was performed and observed multiple user advisories (ua) 12 (lifeband not present) error messages, unrelated to the reported complaint. The ua12 error was not duplicated during functional testing. The probable root cause for the ua12 was due to the belt clip not detected in the spool shaft and/or not fully inserted when the autopulse was powered on. The autopulse platform passed the initial functional test without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. During further functional testing, the autopulse platform was tested with multiple lifebands, and no issues were observed. Nevertheless, the lifeband detect switch was replaced as a precautionary measure. Awaiting the customer's approval for repair.

Event description:
As reported, the lifeband (lot # unknown) was unable to be retracted on the autopulse platform (sn: (B)(4)). In addition, one of the head restraint wires was noted to be torn off. No further information was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00120 for the lifeband (lot # unknown).